Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During an svt case, a pericardial effusion was noticed and a drop in blood pressure in the patient. The pericardial effusion was confirmed by a transthoracic echo and an intracardiac echocardiography (ice) ultrasound catheter was also introduced. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The event was seen during a mapping phase, but after ablation had occurred. The physician's opinion on the cause of this adverse event is the procedure. The patient fully recovered but required extended hospitalization. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31277140l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of this adverse event is the procedure. No error messages were observed on the biosense webster equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During an svt case, a pericardial effusion was noticed and a drop in blood pressure in the patient. The pericardial effusion was confirmed by a transthoracic echo and an intracardiac echocardiography (ice) ultrasound catheter was also introduced. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The event was seen during a mapping phase, but after ablation had occurred. The physician's opinion on the cause of this adverse event is the procedure. The patient fully recovered but required extended hospitalization. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).